Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user has been getting many alarms during a hyperglycemic episode reaching a peak of 316 mg/dl blood glucose (bg). The user could not unlock his pump due to a crack, so he shut the device off and disconnected. The user was out of range for more than 90 minutes and took a manual insulin injection to correct bg. A device replacement was arranged. There was no outside intervention required.